Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the insulin pump had an intermittent button response due to flattened dome switch on the down arrow. The device had cracked case at the display corners.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 636mg/dl. It was stated that the customer was experiencing unexplained high glucose for almost a month. It was also reported that the buttons were unresponsive and too several presses to get the buttons work. It was stated that the events leading to her admission was urinary tract infection and high potassium. A day later, the care taker called and stated that the customer is in the hospital for the third time during this month, and requested a replacement of the insulin pump. Attempted to troubleshoot the insulin pump, but the caller denied to do. No further info was provided.